Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The failure mode, cuff won't inflate, was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (cut in cuff) would have been detected during the 100 percent inflation/deflation test, therefor; the failure mode is not confirmed as related with the manufacturing process.